Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the torque limiter does not work properly. Did not hear a click sound during torque, and tried it several times, but it did not work properly. No surgical delay or adverse consequences were reported.

Event description:
It was reported that the torque limiter does not work properly. Did not hear a click sound during torque, and tried it several times, but it did not work properly. No surgical delay or adverse consequences were reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the visual inspection reveals physical damage due to wear on ao coupling of torque limiter. The functional inspection of the torque limiter was conducted in the lab where measurements were taken across 10 cycles in nm with results as stated: 4.807, 4.735, 4.746, 4.988, 4.790, 4.739, 4.640, 4.435, 4.529 and 4.572 nm. Note: torque specification should be within 2.25 to 2.75nm range; here it is clearly out of the given range. The root cause is assessed as normal wear. Note: v15097 rev aa (instruments IFU) ¿ ¿before every operation, ensure that all devices to be used during the operation function correctly with each other." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.